Event description:
It was reported when the devices were used during a low anterior resection, the staples malformed. A linear stapler was used to secure the staple lines. The device functioned as intended and the staple lines were intact. After completion of an end to end anastomosis, using a circular stapler, a leak test was performed and leakage at the anastomotic site was noted. Consequently, the pt received a colostomy.